Manufacturer narrative:
Result: motion interrupt pan damaged.

Event description:
It was reported by service report that the motion interrupt pan was broken. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.